Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt reported abdominal pain post implant. The device was programmed successfully to cover the pain area. The device is still in use. No further info is available at this time.